Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous saline. Reportedly, customer was released on (B)(6) 2022 with the issue was resolved and no permanent damage.